Event description:
It was reported that, "the curved adm cup impactor was utilized to impact the adm implant. Upon impaction, the blue plastic handle (where the surgeon holds the impactor) became loose, thus not allowing the surgeon to change or alter the version of the cup. The surgeon was able to utilize a secondary cup impactor for proper positioning. The outcome was clinically sound. There were no unusual circumstances."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.